Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2011. On (B)(6) 2011 the device was manually powered up three times. The first two times the device failed a self-test due to a low battery. The device continued to perform successful weekly auto self-tests from (B)(6) 2011 up to (B)(6) 2013. On (B)(6) 2013 the device failed a weekly auto self-test due to a low battery. The device then performed successful weekly auto self-tests from (B)(6) 2013 to (B)(6) 2014. During this time a new pad-pak was installed. On (B)(6) 2014 the device recorded three ten minute manual power ups. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore given that both the battery monitoring circuitry and the pogo-pins were verified during the investigation, the low battery fails may have been due to the user installing a partially depleted pad-pak or the pad-pak not being correctly seated within the device housing during the self-test. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device switches on automatically.